Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted (B)(6). PMA/510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a filamentary foreign material was seen touching the iris during a slit lamp exam the day after implantation of a pcb00v 20.0 diopter intraocular lens (iol) on (B)(6) 2019. The color of the filament looked brown or white and there was some inflammation found on the iris of the operative eye. Reportedly, the procedure was completed successfully and there was no patient injury. Also, through additional follow up, it was reported that there is still foreign material on the iris and inflammation is no longer present. The patient will continue to be observed. No additional information was provided.